Event description:
Customer reported an alarm 30 issue with the pump during the insulin pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer attempted to resolve the issue with a new cartridge, but the alarm recurred, leading tandem technical support to arrange for pump replacement. Customer planned to use mdi as a backup therapy during the interim and was instructed on returning the malfunctioning pump with a pre-paid label.